Event description:
It was reported that the stent delivery system was difficult to remove. A carotid monorail and filterwire ez were selected for use to treat stenosis in the carotid artery. The carotid monorail stent was successfully deployed in the target location. While removing the stent delivery system, it became difficult to remove from the filterwire ez. Only after moving the stent delivery system back and forth many was the delivery system able to be removed from the filterwire ez. The procedure was successfully completed. There were no patient complications as a result of the event.

Event description:
It was reported that the stent delivery system was difficult to remove. A carotid monorail and filterwire ez were selected for use to treat stenosis in the carotid artery. The carotid monorail stent was successfully deployed in the target location. While removing the stent delivery system, it became difficult to remove from the filterwire ez. Only after moving the stent delivery system back and forth many was the delivery system able to be removed from the filterwire ez. The procedure was successfully completed. There were no patient complications as a result of the event.